Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The issue with the insulin leakage happened since (B)(6) 2024 with all ten cannula samples that the customer used from the same packaging.